Event description:
On 2/3/98, the pt was undergoing a bronchoscopy procedure for possible bronchiectasis. Prior to this procedure, the scope was used on another pt who was positive for tuberculosis (tb). The scope was subsequently disinfected in a steris sterilization machine. Use of the steris system for disinfection of this endoscope is an extra-label reprocessing method not supported by olympus. The second pt contracted tb during the bronchoscopy procedure with the device. The pt was given inh and resanthin medication, but expired due to a multisystem breakdown.